Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional thoracic endovascular aortic repair (tevar)procedure. The sutures of three proglide devices were successfully placed. The sheath was upsized to a 24f sheath and the tevar procedure was completed. Reportedly post procedure, the suture knots of the proglide devices were successfully advanced to the vessel wall and tightened (worked as intended); however, complete hemostasis was not achieved as oozing (pulsatile blood flow) was observed. The cardio-thoracic vascular surgeon was then called to manage and close the access site, a simple cutdown was performed. Hemostasis was achieved with manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.